Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro insulated tip broke. The hemopro tissue welder was being pushed through the cannula and seemed to be getting stuck. When the physician assistant pulled the tissue welder out of the cannula, the insulation on the jaws broke off. The device was not near the patient at the time. A replacement unit was used to complete the procedure. The hospital did not report any patient complications. The reporter states that nothing fell in the patient.

Manufacturer narrative:
Investigation results: a visual inspection showed that the cold jaw coating was cracked and peeling off the curved metal jaw. Small pieces of the insulation material were missing. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B)(4).